Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The issue was noted to be due to the cpu. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that after starting the system and running the application, either cranial or spine, the images on the screen would start to flicker.